Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with muscle stimulation, backup vvi mode was noted on the pulse generator. After a device download, normal function resumed.